Manufacturer narrative:
H2: additional information on: e1, e2 & e3. H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned in the pret1 setting with no suture or implants returned. There is biological debris on the returned device. A functional evaluation of the returned device finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time. H2: corrected data on: g4 (PMA/510(k)number).

Event description:
It was reported that during a meniscus repair surgery, after the fast fix t2 was deployed; it failed to secure. Both t implants were removed from the patient using basket punch and scissors. The procedure was successfully completed using a back-up device; the position was changed and a pds suture was used instead. It is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).